Event description:
The customer reported that on (B)(6) 2011 erroneously high carbon dioxide (co2) patient results were produced on the synchron lx I 725 clinical system for multiple patients. The initial erroneous results were not released from the laboratory because they were captured by a clinical technologist. Hence, there were no reports of death, serious injury or change in patient treatment associated with this event. When anion gaps flagged the samples, they were repeated on another instrument and those lower results were considered valid and reported out of the laboratory. The customer could not provide any details regarding the number of patients involved, test completion times, sample collection/handling information or actual patient results. Only one patient was referenced via supplied data. Data provided by the customer indicated the generation of one erroneously high co2 results for one patient. Verbal communication from the customer indicates that this initial co2 result was repeated and recovered at a lower value. Instrument co2 quality control results prior to the event were within customer established specification, however were above these specification after the event.

Manufacturer narrative:
Service was dispatched to the site. The field service engineer (fse) replaced the peri pump, related tubing and carbon dioxide damper assembly. Instrument performance was verified upon the completion of the repairs and the instrument was returned into service.